Event description:
It was reported that during the implant procedure, a setscrew problem on the cardiac resynchronization therapy defibrillator (crt-d) was noted in the right atrial (ra) lead port. There was no tick sound when the physician tried to screw the ra lead into the header and the ra lead was easily removed from the device. The physician suspected a set screw problem on the device. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a damaged grommet, and a set screw with a rounded socket. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.